Manufacturer narrative:
Investigation: one sample and multiple photos were provided to our quality engineer for investigation. Through visual inspection, we were able to observe a white substance on the stopper. The substance was identified to be lubricant from the stoppers. A device history review for lot 1905001 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. During manufacturing the stoppers move along a linear feeder into the assembly machine. While we could not identify a direct issue, it was determined this incident likely occurred due to the lubricant from the stoppers accumulating on the linear feeder and remaining on the stopper.

Event description:
It has been reported that the bd plastipak¿ hypodermic syringe luer lok¿ has been found containing foreign matter during use. The following has been provided by the initial reporter: mum used a 10ml luer lock syringe to put hep-loc into the port and felt resistance on inspection she saw that the syringe had a creamy substance inside of it. She immediately withdrew 6mls and flushed the port she is now worried what this substance is, she has checked the others in the box which was newly opened and there doesn¿t seem to be any more.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ hypodermic syringe luer lok¿ has been found containing foreign matter during use. The following has been provided by the initial reporter: mum used a 10ml luer lock syringe to put hep-loc into the port and felt resistance on inspection she saw that the syringe had a creamy substance inside of it. She immediately withdrew 6mls and flushed the port she is now worried what this substance is, she has checked the others in the box which was newly opened and there doesn¿t seem to be any more.